Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels due to a bent infusion set cannula. The customer's blood glucose reading was 577 mg/dl; customer treated with a manual injection and changed the infusion set. The infusion set was replaced and will be returned. The insulin pump was not replaced or returned.